Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that in reference to the problems patient was having, one side does not even work so evidentially the battery went out or something. The cause of the right side ins quitting was not determined. It has not been determined why but it quit but there are 2 other things wrong with the patient , patient jerks so if they are holding hot coffee and they jerk, it spills on him, so patient cannot pick up anything and drink and the other thing is patient is hallucinating practically all the time and it is horrible because the hallucinations prevent him from eating , patient cannot eat and has lost a lot of weight. The caller noted that the they just got off the phone with the patient's implanting physician and they have no record of any of that, they do not know anything about it. Caller said she is trying to track down what is happening. Caller stated that they had interdiction for the patient because patient is not there all the time in his mind. It was also mentioned that patient has parkinson's with multiple problems but what is wrong does not really register with him. Caller spoke with the patient on the phone who told her that he was scheduled for surgery tomorrow (B)(6) and they are going to pay a certain amount, but whoever is trying to resolve it did not talk to her and she is trying to track down who is doing the surgery. No further patient complications were reported/ anticipated as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinsonian tremors and movement disorders. It was reported that one of the patient's ins has quit and it does not register on one side, and they think it is the ins on the right. It was stated that the doctor told the patient that the ins was off. It was noted that this was causing the patient trepidation. About 2 months- ins has " quit" on one side. Patient was having a problem eating and was jerking. It was indicated that the patient did not have these symptoms before the deep brain stimulation was implanted. The doctor told the patient that the ins was off and that it would not make a difference in the symptoms but the doctor did not have experience with the device according to the caller. It was stated that patient is in a (B)(6) home, about 10 months ago because patient was constantly falling down. The falling down started about a year ago and it has gotten worse. It was reviewed that caller can check implants with programmer. No further patient complications were reported/ anticipated as a result of this event